Manufacturer narrative:
The biomedical engineer reported that the screen on the bedside monitor (bms) went blank during a case. Patient monitoring was interrupted, however clinicians were able to swap in a spare screen and report that no patient harm occurred. The biomedical engineer was provided with a replacement screen to perform an on-site repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the screen on the bedside monitor (bms) went blank during a case.